Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09680. It was reported the pt experienced a fall about a month ago and was without stimulation therapy. A full parameter diagnostic indicated invalid impedance values on all contacts. The pt also reported feeling discomfort at the ipg site due to the size of the device. The pt underwent surgical intervention to explant and replace the system leads and a different model ipg. The pt reported effective coverage post-operative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.